Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. This occurred during a routine check of the device. There was no patient use associated with the reported event.